Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing / short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, shortness of breath, and strange odor. There was no report of serious or permanent patient harm or injury. During the investigation, the manufacturer used a known good power supply and power cord, manufacturer tech was able to confirm the device powers on and provides airflow. During review of the error logs, determined that the device was likely reset prior to manufacturer receipt due to the machine having 2941.3 hours and 0 blower and therapy hours. There were no errors logged and care orchestrator data was not available for download. During the investigation, the manufacturer observed an unknown contaminant on the bottom and top enclosures. An unknown dust contaminant was observed on the top enclosure and front panel. The front panel, rear panel, bottom enclosure, and the blower box were observed to have a yellowish discoloration to them. An unknown dust contaminant was observed on the rear panel, bottom enclosure, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. A tobacco odor was observed coming from the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes there was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, and h6 were updated.